Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that rupture of the metal resection electrode and its connection with the rest of the instrument in a non-complex situation and not intended by the manufacturer. Patient's current condition: the patient had to have a scopy to ensure that the device was removed as it had not been removed. Though it was found neither in the operating room nor in the fields and was not found under scopy in the patient's body. Increasing the procedural time.

Manufacturer narrative:
Device evaluation: since the article is not available for examination, an assessment/evaluation can only be made on the basis of the available information. Description of the incident: fracture of the metal resection electrode and its connection to the rest of the instrument in a non-complex situation and not intended by the manufacturer. The patient had to undergo endoscopy to ensure that the device was removed because it was not. However, it was not found in the operating room or in the fields, nor was it found in the patient's body during endoscopy. Measures taken at the healthcare facility to care for the patient: the patient was informed and received low-dose radiation for this incident. Since the items were not sent in and a lot number is not known, only an investigation based on customer information can be carried out. Various influences may have led to this defect. It cannot be ruled out that the cutting loop was bent; the instructions for use indicate how the loop should look like. Another possibility is that the voltage is set too high, which can cause thermal damage, causing the wire to come loose at the cutting loop. An incorrectly mounted loop can also cause a defect, whereby the correct distance to the other mounted instruments (e.g. Optics) is not maintained, which can cause a short circuit and subsequently the loop can break and fall into the patient. Since the defective product is not returned, no clear defect can be determined. The event is filed under internal karl storz complaint ID: (B)(4).